Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We had this exact same issue with a separate mics last week that had to be sent in and replaced (refer to pr (B)(4)). The pin the holds the lever for unlocking and locking the handle in place has fallen out of its hole. I¿m now unable to move the handle left or right. Additionally it is locked in a position now that I am unable to reach the lot or serial number to provide. Tka case. Update: per the mps, the issue occurred during the case. The pin had fallen on the floor and not inside the wound.

Event description:
We had this exact same issue with a separate mics last week that had to be sent in and replaced (refer to (B)(4). The pin the holds the lever for unlocking and locking the handle in place has fallen out of its hole. I¿m now unable to move the handle left or right. Additionally it is locked in a position now that I am unable to reach the lot or serial number to provide. Tka case. Update: per the mps, the issue occurred during the case. The pin had fallen on the floor and not inside the wound.

Manufacturer narrative:
Reported issue: we had this exact same issue with a separate mics last week that had to be sent in and replaced (refer to (B)(4). The pin the holds the lever for unlocking and locking the handle in place has fallen out of its hole. I¿m now unable to move the handle left or right. Additionally it is locked in a position now that I am unable to reach the lot or serial number to provide. Tka case. Product history review: device history records indicate 20 devices were manufactured under lot k059b and all 20 including (B)(4) were rejected from final stock on 7/21/2015. A review of qt15-07-0037 revealed that they were rejected because they were missing screenshots and specific documentation from the vendor. The documents were gathered and these devices were accepted into final stock. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k059b shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection shows that the handle pivot latch has dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was visual and functional. Functional inspection: functional inspection shows the handle is not able to be unlocked due to the dislocated unlocking latch. Conclusion: the handle pivot latch allows the handle of the handpiece to be unlocked and swiveled. If the latch is dislocated then the handle cannot be unlocked.